Event description:
A malfunction was reported on a pump, with no notable events occurring prior. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information, assisted the caller with resetting the pump, and assured that the customer could continue using the pump. It was advised that the customer call back if the malfunction code recurs.